Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the data and conducting troubleshooting with the customer, the tsc determined that the cause of the event was an occluded probe. The tsc instructed the customer to remove and replace the probe. A siemens field service engineer subsequently visited the site and assisted the customer with the probe alignment. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low glucose (glu) results were generated by the dimension vista 500 system. The results were not released from the laboratory. The samples were retested on an alternate system and yielded results within expectations. The retested results were released from the laboratory. There were no reports of adverse health consequences or known patient intervention due to the discordant glucose results.